Event description:
It was reported that a malfunction alarm occurred, causing the customer's blood glucose (bg) level to increase to 252 mg/dl. Reportedly, the customer did not have a backup insulin therapy method to address the elevated bg at the time of the reported event. The customer went to the emergency room and was subsequently hospitalized where healthcare providers administered insulin via a manual injection to treat bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Technical support arranged for a pump replacement, and the customer reverted to an alternate method of insulin therapy.